Event description:
Hematologist experienced two bag breakages after removing them from liquid nitrogen. Patient did not receive cells from the broken containers, there were sufficient stem cells for engraftment.